Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Time of event 0900.

Event description:
It was reported that while using a monoject 60 ml syringe for testing the pca module with the 60 ml syringe inserted, it gives a syringe selection with the only option being the ims 30 ml prefill. The customer tried selecting the prefilled syringe, but the pump throws an error stating the current library does not include prefilled syringe drug library entries. Other pca modules connected to the same pcu have the expected syringe choices. The customer reported no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the findings, malfunction stated was determined to be operating as expected. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed pm and calibration. Syr pca gripper recall 2017-dom completed. Syr/pca sizer misalign recall - dom 2020 completed. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 02may2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that while using a monoject 60 ml syringe for testing the pca module with the 60 ml syringe inserted, it gives a syringe selection with the only option being the ims 30 ml prefill. The customer tried selecting the prefilled syringe, but the pump throws an error stating the current library does not include prefilled syringe drug library entries. Other pca modules connected to the same pcu have the expected syringe choices. The customer reported no patient involvement.